Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The unit in its received condition permitted power up, navigation, and pump run, however has limited keypad operation due to intermittent response from the #0, #(.), and #4 keys caused by a loose keypad flex at the j5 zif connector of the I/o printed circuit board. The connection was secured during eval eliminating the symptom. Each key was then tested and found to function correctly without any anomaly. Baxter has initiated a CAPA to further investigate the reported event.

Event description:
During baxter's eval of a device a keypad anomaly was present.